Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a liquid leak from the front of the coulter hmx hematology analyzer with autoloader. Customer reported that cleaning fluid streaked with blood was dripping from the manual mode probe. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) tightened the blood sampling valve knob that was loose and resolved the issue.

Manufacturer narrative:
(B)(4).